Manufacturer narrative:
UDI: (B)(4). Device manufacture date: the device manufacture date was unavailable. (B)(6). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the device had insufficient/low power. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to premature wear. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported from (B)(6) that during evaluation of the oscillating saw device, it was determined that the device had insufficient/low power, and the housing was worn. It was noted that the motor power was low. It was further determined that the device failed pretest for check oscillation frequency, and general condition. It was noted in the service order that the device had a thread defect. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however, it was reported that the event occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.